Event description:
A customer obtained an erroneously elevated troponin (accu tni) result, above the ami cut-off, for one patient. The initial result was 0.06ng/ml, and a result of 0.66ng/ml was obtained from reflex test. The original sample was re-centrifuged and repeated, recovering result od 0.02ng/ml. The results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Customer collects samples in greiner lithium heparin tubes. Specimens are centrifuged at 3,000 g for 10 minutes. Customer did not question any other results or assays. A field service engineer (fse) was dispatched: the fse performed hardware verification testing in conjunction with a preventive maintenance (pm). All tests passed within specifications. The fse noted gel on the sample pipettor, but cannot state this was the root cause for the erroneous result. A malfunction will be assumed for the purpose of this report.